Manufacturer narrative:
Ambu has done follow-ups with the customer to receive additional information on the patient outcome, as well to receive more information on the event. The customer has not provided furher information until this date. The affected products were disposed due to they were bloody, so neither sample nor picture is available for investigation. The reported failure could not be verified. Per information from customer, spur ii was used with peep valve through tracheostomy. During compressions, the patient valve on the spur ii was broken and the patient was not able to be ventilated with the affected spur ii anymore. The same issue happened on the second spur ii, however, the third spur ii lasted through the rest of the code blue. During manufacturing two functional tests are conducted for the patient valve assembly. The first test is a patient valve test after patient valve assembled according to production control procedure. The second test is a spur ii product function test after the compressible bag is assembled with the patient valve and the inlet valve conducted according to production control procedure. Therefore, if the patient valve is damaged during production, it should be easily detected by the function tests. The products are therefore expected to be within specification before delivery. However, since no information regarding the lot number was available, the production records could not be reviewed. Due to both affected spur ii products were bloody, one possible cause for this issue is that: during ventilation, patient vomited, and the fluid dislodged the patient valve disc out of position, resulting in air leaking from the expiratory connector, whereby the patient could not be ventilated. Other possible causes are if the m-port was not covered the cap or was damaged. We tried to get more detail information about the event, however, no further information was available. Due to limited information, the root cause could not be determined.

Event description:
Per customer: during code blue patient was being bagged via ambu bag with peep valve through tracheostomy. During compressions the valve on the ambu bag was broken and the patient was not able to be ventilated with that bag anymore. Ambu bag was switched out with new one and the same thing happened again. The third bag lasted through the rest of the code blue. The ambu bags were not saved - they were bloody from code situation.